Event description:
It was reported that: "dr was using product and when impacting the insert it cracked."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.